Manufacturer narrative:
Additional information was provided in d10, h3, h6 and h10. The product was not returned. The file will be reopened if the sample is received. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Qualified associated products were indicated. A viscoelastic that is non-qualified for the lens/company cartridge combination used was indicated. The root cause for the reported broken haptic is most likely related to a failure to follow the dfu. File indicated the use of a viscoelastic that is non-qualified for the lens/company cartridge combination used was indicated. Due to varying material properties, the use of non-qualified viscoelastic may result in lens delivery difficulties or product damage. Information was provided that the company lens 19.0 diopter, add power +2.2 & 3.2 lens model was replaced with a company lens 19.0 diopter, add power +2.2 & 3.2 lens model. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There were no other complaints reported in the lot number. Additional information was requested. The manufacturer internal reference number is: (B)(4).

Event description:
A facility representative reported following implantation of an intraocular lens (iol) patient experienced vision changes and haptic was broken/iol complication and the lens was explanted in the secondary procedure. Additional information was received reporting there was no patient harm.